Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number. Reporting site: 3003442380. Manufacturing site: 3003442380.

Event description:
Patient reported that seal around the cannula was broken and that has led to hyperglycemia on (B)(6) 2026.